Manufacturer narrative:
(B)(4). Patient experienced multiple missing sensor wires. Additional report is being submitted under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Patient reported that the sensor pod fell off due to the adhesive on the second day of wear and since they could not see the sensor wire, believed it must be retained. Patient did not report any signs or symptoms of sensor wire retention. Additionally, further follow-up with the patient was performed and when asked about deployment, did not reference retracting the applicator collar. No injury or medical intervention was reported. No additional event or patient information is available. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.